Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient had eczema and the lifevest was irritating the patient's skin to the point that the skin was bleeding. Follow up indicated that the irritation began to improve. It is unknown if the bleeding had stopped. The final medical outcome is unknown.